Event description:
Updated information was received. The investigator has assessed the stenosis event to be related to the procedure.

Manufacturer narrative:
(B)(4). Results: occlusion. Cause unknown; possible oversizing. Conclusions: occlusion. Cause unknown; possible oversizing.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.53 cm in diameter fusiform abdominal aortic aneurysm with an infra-renal aortic neck angle of 0 degrees. The proximal aorta was 27.6-29.2 mm in diameter and 23.8 mm in length. The distal aorta was 34.7 mm in diameter. The diameter of the left iliac artery was 11.8-14.5-9.2mm. The diameter of the left femoral artery was 8.3mm. The tortuosity of the left iliac artery was mild with no stenosis. The implant was successful with no evidence of stent graft kinking or twisting. It was reported that stenosis of the stent graft in the left common iliac artery was observed one day post implant. A secondary intervention was performed to stent and dilate the left common iliac artery. The investigator assessed the event to be not procedure related and not device related. The event resulted in a prolonged hospital stay. No additional clinical sequelae were reported and the patient is fine.